Manufacturer narrative:
Under european law, pt information is considered confidential and will not be released by the hospital.

Event description:
It was reported that a pt was deliberately disconnected from the anesthesia machine ventilator as part of a 12-hour cardiovascular surgery. The pt was not reconnected for 9 minutes. The hospital contends there were no apnea alarms from the (B)(4) monitor to alert clinical staff to reattach the pt to the anesthesia machine ventilator. The pt is now in the intensive care unit (ICU) with an unk prognosis. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.